Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion and an opening(linear) on posterior. Leak test and microscopic analysis was performed which identified an opening crease(smooth) on posterior. The fill test inspection was performed, with the result is no blockage. Based on the device analysis the final assessment is an opening crease(smooth) on posterior due to fold(flaw) opening.

Event description:
Health professional reported left side deflation. Device was explanted.